Manufacturer narrative:
Follow-up report submitted to document quality investigation results. H3 other text : device remains implanted.

Event description:
It was reported that during a spinejack procedure, the implant would not disconnect from the expander tube. The procedure was completed successfully with a 90-minute surgical delay reported. Open surgery was performed to cut the expander tube flush with the pedicle. No further medical intervention or adverse consequences were reported.

Event description:
It was reported that during a spinejack procedure, the implant would not disconnect from the expander tube. The procedure was completed successfully with a 90-minute surgical delay reported. Open surgery was performed to cut the expander tube flush with the pedicle. No further medical intervention or adverse consequences were reported.

Manufacturer narrative:
H3 other text : device remains implanted.